Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that they placed a pump in a patient, and it looked infected after about three weeks, and it was removed. The cultures from the explant grew out nothing. The health care provider (hcp) requested a list of the components to potentially test for allergy. The patient's outcome was unknown. The cause of the infection was unknown. Drug information on the medication being delivered by the system was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.